Event description:
It was reported the customer had an unexpected restart alarm after every battery change. Customer stated the alarms have been recurring for the past four months. Customer's blood glucose was unknown. The customer stated their temp basal was not programmed before the alarm occurred. It was also found the customer had a signal too low alarm with their unexpected restart alarm. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed no delivery error and self-tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.